Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that during a sling procedure, the obturator nerve was injured. This lead to limping and adhesion formation at the achilles tendon. An adhesiotomy was performed.